Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to increased heart rate with non-ventricular rhythm. The patient was medicated, and was stable after the event.